Event description:
It was reported that the patient presented in clinic. The patient's right atrial (ra) lead exhibited noise oversensing and the left ventricular (lv) lead exhibited high capture threshold. The ra and lv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction- section b5 and h6: over-sensing coding removed from b5 and h6 due to confirmation from the field representative that no wide qrs issue because it was solely due to the implant position. The reported events of high capture threshold and over sensed wide qrs were not confirmed. A partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic. The patient's right atrial (ra) lead exhibited noise oversensing and the left ventricular (lv) lead exhibited high capture threshold and over-sensed wide qrs. The ra and lv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.